Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in canada. The patient encountered an insulin flow blockage alarm with their infusion set on (B)(6) 2025. The blockage was at site. As a result, their blood glucose (bg) level increased. While the exact bg value is unknown, the device displayed 'high'. To address the elevated blood glucose, the patient took corrective actions including administering correction doses via multiple daily injections (mdi) and delivering correction boluses. Patient replaced infusion set and resumed insulin successfully. No further information available.